Event description:
The caller reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. Despite the damage, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump as it was still under warranty. The caller was informed about using multiple daily injections (mdi) as a backup therapy and instructed on how to put the damaged pump into storage mode before returning it to tandem using a prepaid label within ten days.